Event description:
Per the info provided to co by the physician's office, the device was removed due to a "leak in the system secondary to a tubing break". As reported to co, the entire device was removed and replaced with co's 3-piece inflatable penile prosthesis. 1/3/97 - upon receipt of the physician/surgeons response to a request for info, it stated,..."the device was removed as it would not inflate, the pump and reservoir were empty although no specific leakage site was observed".